Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received explaining that the listed custom tracheostomy tube's cuff was larger than normal and hindered the tracheostomy tube from being placed during a routine tracheostomy tube change. The reporter explained that additional force was applied to the tube, but it would not enter the patient's stoma. The reporter explained the patient can't breathe without the tracheostomy tube in place, therefore; they have approximately 10 seconds to replace a tracheostomy tube. Because the new tube could not be quickly and/or successfully placed in 10 seconds, the patient began to desaturate. The tracheostomy tube that had been removed from the patient was reinserted. No permanent injury was reported.

Manufacturer narrative:
Two samples were returned for evaluation. The proximal cuffs were visually inspected and structurally found to be assembled not to template. The outer diameter of the proximal cuffs measured correctly per the template. However, the diameter of the foam that was inside the proximal cuff had not been altered to match the cuff dimensions defined in the drawing for this custom unit. The extra foam inside the cuff did not allow the cuff to collapse as closely to the shaft as one with less foam material. Since the foam once placed inside the cuff replicates the outer diameter dimension of the cuff, this defect was not detected during the qa inspection. The drawing template for this custom unit was revised to include an additional note for the operator to grind the foam to match the specified diameter.